Manufacturer narrative:
On 24-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve separation occurred. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged from the brim cap. Further analysis under image magnification showed stress marks on the valve. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve leakage issue reported was confirmed, as the valve separation may be related. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: it was noticed ¿vizigo¿ was missed in the first sentence of section b5. Event description of the 3500a initial medwatch. Please consider the first sentence to be ¿it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a hemostatic valve separation occurred.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a and a hemostatic valve separation occurred. After the sterile packaging was opened, when the dilator was inserted into the sheath, the hemostatic value failure occurred. The issue was handled by replacing the sheath with another new one. The procedure was completed with no problems. The procedure was completed without patient consequence. The customer's reported hemostatic failure was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 4-nov-2024, additional information was received indication the failure with the hemostatic valve was a total separation. The hemostatic valve dislodged into the hub of the sheath and not outside. The brim cap/hub did not detach from the sheath. The sheath was not used on the patient. Based on the information received which clarifies the failure was a hemostatic valve separation, the event was reassessed as an MDR reportable malfunction.